Manufacturer narrative:
Medtronic representative reported that the site retraced when the navigation system software returned to re-register. Once the site retraced, the issue was solved and site proceeded with navigation and completed the procedure. Medtronic representative had performed a system checkout and the navigation system was functioning normally. Medtronic representative was not able to replicate the reported issue. No parts/logs were received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a fess procedure with a fusion system the site was able to register and navigate successfully. When the site decided to switch the instruments from 70 degree to straight suction the system went back to re-register screen. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient income.

Manufacturer narrative:
The logs were analyzed, but did not reveal any information about the cause of the reported event. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.